Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file indicated attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The file was documented with complainant phone number, but not reported. All other required information was previously provided. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a us guided biopsy into normal density breast tissue for a fibroadenoma the device made a rattling noise when fired and the obtained sample was inadequate and small. Another device was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The investigation is confirmed for a break as the cannula hub was discovered to be broken on the device. The investigation is inconclusive for failure to obtain samples as the devices could not be functionally tested due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The sample was returned with the arrow partially visible in the ready window. It was found that the stylet was in the ready (primed) position, however, the cannula was not primed/retracted. As a result the stylet was retracted inside the cannula and could not be seen. Loose particles could not be heard within the device, there were no visual anomalies noted on the sample. The firing trigger was pressed and both the cannula and stylet advanced. The sample was retested by twisting the rotational knob once and the cannula was not retracted as expected. Further functional testing could not be performed as the device could not be primed. The sample was disassembled and the internal components were examined. The cannula hub including the tangs were found to be broken. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.